Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer failed due to the magnet missing from the latch insep. A field service engineer replaced the latch insep to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a malfunction in which the auxiliary drawer 7 failed and could not be recovered. Additionally, it was reported that the user was able to retrieve the needed medication from the medstation nearby. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.